Manufacturer narrative:
(B) (4)

Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02613, 3005099803-2010-02614 and 3005099803-2010-02630 for the other associated device information. It was reported to boston scientific corporation that four resolution clip devices were used during a colonoscopy performed on (B)(6) 2010. According to the complainant, during the procedure, in all four instances, one jaw of the clip bent backwards when they attempted to close the clip on the mucosal lining. The physician deployed two of the clips and left them in the patient to pass naturally (3005099803-2010-02630). The other two clips would not deploy so the physician had to take the scope out of the patient and manually close each of clips in order to remove the device from the scope (3005099803-2010-02613 and 3005099803-2010-02614). The case was completed with an (B)(4) clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Per the audiologist, the patient was explanted due to the electrode array being inserted into the vestibule and not the cochlea. Therefore the device will no function correctly. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).